Event description:
It was reported that the pt was not getting adequate pain relief despite multiple dose increases. The pump contained bupivicaine 6 mg/ml at a daily dose of 2.3977 mg. The pump was explanted and replaced after an implant duration of 24 mos. No device troubleshooting was reported. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.